Event description:
During a percutaneous transluminal angioplasty (pta) to the external iliac artery, two balloons were reported to have ruptured. The vessel was described as having severe calcification, moderate tortuosity and a 99% stenosis. There was no reported patient injury. Both balloons were prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The first balloon was advanced to the lesion over the guidewire through the sheath introducer, and was inflated using an indeflator. However, the balloon ruptured at nominal pressure. A second balloon was inserted and it also ruptured at nominal pressure. A third balloon was used and the procedure was completed successfully. Manufacturing records for the involved lot were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure test during manufacturing was found to be pass. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.